Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48 units. The investigation did not duplicate the complaint. There were no hypersensitive or stuck keypad buttons on the keypad. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; basal history does not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.